Event description:
On (B)(6) 2012, the patient reported that the history of basal delivery for (B)(6) 2012 was 37.2 units by about 10:00pm and the expected basal delivery was 20.0 units per day. The patient denied blood glucose excursions based on the reported excess basal delivery. The patient stated that he did not believe that there was an error in the insulin delivery but only that the record of delivery was incorrect. On (B)(6) 2012 the patient called back to ask for eta for the replacement pump. During the conversation, the patient stated that his blood glucose was 21mmol/l around 4:00pm and was 13mmol/l in the morning. The patient denied any symptoms of hyperglycemia and treated the blood glucose excursion with insulin injection without the need for medical advice or treatment. This complaint is being reported based on the following conclusion: there is an allegation that the pump recorded an incorrect amount of basal delivery. It is possible that the pump over delivered insulin even though there were no incidents of hypoglycemia reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump settings confirmed that the basal program was set for 20 units per day and the total daily dose history confirmed 39.185 units basal were recorded for (B)(6) 2012. The black box history indicated that the user manually changed the time from 11:01 pm to 12:01 am resulting in 47 hours of basal delivery being recorded under the date (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications. A normal bolus and an audio bolus were performed and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.